Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedance of greater than 2,000 ohms on the non-boston scientific right ventricular (rv) lead that resulted in a lead safety switch (lss) to the unipolar configuration. There was also noise and oversensing that resulted in pacing inhibition. The pacing inhibition resulted in short periods of asystole. Boston scientific technical services (ts) advised bringing the patient in office to do further evaluation and troubleshooting. This product remains in service. No adverse patient effects were reported.

Event description:
This report is being filed to submit an updated conclusion code and the associated manufacturer narrative.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.